Event description:
As the tablet power adapter and serial cable were not received for analysis with the returned tablet, further follow-up was performed. It was reported that the power adapter and serial cable are functioning properly with the replacement tablet.

Event description:
Additional information was received stating that the neurologist began having issues with his tablet device in june/july 2014. Trauma or storage conditions are not believed to have caused or contributed to the tablet issues. The neurologist received a replacement tablet device and no longer had any issues. Analysis of the tablet device was completed. No anomalies associated with the main battery were identified during the analysis. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Event description:
It was reported that the neurologist¿s tablet device would not hold a charge. Multiple working power outlets were used but were unsuccessful in charging the device. The battery indicator for the tablet device would not turn on. The faulty tablet device has been returned to the manufacturer where analysis is currently underway. Attempts for additional relevant information have been unsuccessful to date.